Event description:
Boston scientific received information that this device was outside the skin and drainage seen. An infection was alleged. The patient was hospitalized to explant the device and leads. The patient was given antibiotics.

Manufacturer narrative:
Should additional information..., this invesigation will be updated.